Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 15.4cm from connector tip was returned. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an alert message for possible output circuit damage was observed. Several svt episodes were stored. One shock was delivered. The device was explanted and portion of the lead was capped.